Manufacturer narrative:
(B)(4). Batch # unk. Maude report received: # mw5100813. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/batch/serial number was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide more details: ¿a piece of this second trocar broke off in the patient and was retrieved¿ was the sleeve broke and retrieve? If other, please specify, were there any patient consequences as a result of the product issue?

Event description:
It was reported that during an unknown surgical procedure, the ethicon 15 mm flexible trocar ref fp015 was inserted into the patient and a piece of the trocar broke off in the patient and was retrieved. There was no adverse event per the report received.